Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical report states that patient was revised to address pseudo tumor, elevated cobalt and chromium levels, soft tissue mass with 100ml fluid, was delineated, and there was staining of tissue. The cup was also reported to be anteverted.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This is a duplicate report of 1818910-2013-26625. This report, 1818910-2013-27378, will be rejected. 1818910-2013-26625 will be kept for investigation purposes.